Event description:
The customer received blood glucose readings between 90-115 mg/dl using his contour ts meter and a reading of 215 mg/dl from a lab test. The difference between the customer's readings of 90-97 mg/dl versus the lab test result falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The call was disconnected while the customer was troubleshooting his system. Customer service attempted to call the customer back, but there was no answer. No product will be returned.